Event description:
It was reported that the device had a power on reset (por). It was noted that the patient may have went through a metal detector at the airport during the timeframe that the por occurred. The device was interrogated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated a partial electrical reset. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.